Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, during priming, the plunger bypassed the iol, resulting in a trailing haptic issue. The surgery was successfully completed using a new lens, with no patient contact and no harm reported. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned in the blister tray inside the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was correctly engaged to the trailing optic edge. The leading haptic was extended. The trailing haptic was misfolded, extended back and across the plunger with the distal haptic tip oriented toward the right side of the device. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was used. The plunger was correctly engaged to the trailing optic edge. The trailing haptic was misfolded, extended back and across the plunger toward the right side of the device. This trailing haptic issue was most likely interpreted as the reported complaint of ¿plunger bypassed iol, trailing haptic issue¿. The root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. The trailing haptic position indicates it was not in a proper position for advancement per the provided diagrams in the IFU. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).